Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl and a quick bolus was delivered to address bg. Pump system check was performed with tandem technical support and no device issues were identified.